Event description:
No further event information available at the time of this report.

Manufacturer narrative:
MFR report number 0001038806 - 2020 - 01767 , section "d4: device UDI number" was submitted with (B)(4) in error. Associated lot # 2013041993 was manufactured prior to 24-sep-2015, as a result, a UDI number is not required. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided.

Event description:
It was reported that patient with upper and lower bars where the low profile abutment and retaining screws fractured. Tooth # 9 has a fractured abutment and retaining screw. Discovered upon removal of hybrid for routine maintenance.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A certain® low profile one-piece abutment 4.1mm(d) x 4mm(h) ilpc444u was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage. No pre-existing conditions were noted on the per. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. Based on the available information, the event was unconfirmed for the abutment. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.